Event description:
Portable oxygen tank malfunctioned, causing frostbite to pt's nose and upper lip. Pt sent to ER immediately. O2 tank with nasal cannula noted to be on pt, ice noted on face, cannula and tank removed immediately, md notified. Pt sent to ER via ambulance.